Manufacturer narrative:
Concomitant medical devices: 407652 lead, implanted (B)(6) 2009; 407658 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. Reprogramming was done and the vector was changed. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.